Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not fully explanted during the revision procedure on (B)(6) 2015. Pieces of the screw remain in the patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown 2mm cortex screw.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the cortex screw was broken at the screw head during explant surgery on (B)(6) 2015. The initial implant date was (B)(6) 2013. The surgeon eventually gave up removing broken piece of the cortex screw, though he tried. Broken piece of the reported cortex screw was left in the patient¿s body. It was unknown whether there was delay in the surgery. This report is 1 of 1 for (B)(4).